Manufacturer narrative:
The unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusiontest, prime/compromised force sensor system test, excessive no delivery test, self test, unexpected restart errortest and displacement test. No excessive no delivery alarms noted. Unit delivered properly all bolus programmed during testing. No unexpected motor piston stopping during testing anomaly noted. The motor was tested outside of the device and passed. The unit was received with cracked casing at the display window corners and minor scratches on the lcd window. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 324 mg/dl; however, the patient's blood glucose was 500 mg/dl at one point. The patient treated via manual insulin injection. The mother stated that the insulin pump piston would not move. The insulin pump was returned for analysis.